Manufacturer narrative:
Article citation: bastelica, p., amatu, j., buffault, j., majoulet, a., labbé, a., & baudouin, c. (2024). One year efficacy and safety of inferior implantation of xen 45® gel stent in refractory glaucoma. Journal français d ophtalmologie, 47(8), 104260. Https://doi.org/10.1016/j.jfo.2024.104260. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "one year efficacy and safety of inferior implantation of xen 45® gel stent in refractory glaucoma" from the journal francais d'ophtalmologie, healthcare professional noted the following events "patient history noted 6 patients with prior glaucoma surgery of superior xen®45 gts. Post-operative events included: 24 patients required bleb needling; 15 patients had transient hypotony; 1 patient had severe choroidal effusion requiring surgical drainage; 2 patients had implant exposure requiring simple conjunctival suture; 1 patient had inflammatory macular edema; 10 patients had iop greater than 21 mmhg or less than 20% reduction from baseline despite maximum tolerated iop-lowering medications; 1 patient required device removal and replacement; 4 patients required cyclodiode laser. This is the same article reported under patient identifier (B)(6) (emdr-45731). This emdr is being submitted for the post-operative study events.